Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings) issue. The bolus totals reportedly did not match what was in pump history. Animas customer technical support reportedly reviewed the pump; the basal history reportedly matched the active basal program settings. The basal delivery totals reportedly in total daily dose matched the active basal program total. There was no indication that the product caused or contributed to an adverse event. This issue is reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: the delivered boluses for (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016 were calculated and the boluses delivered for each of those days correctly matched the bolus totals in the total daily dose history. A 10 unit normal bolus and a 10 unit audio bolus were successfully performed and both accurately recorded in the pump histories. The pump was exercised for 24 hours with a 1.0 unit per hour basal rate; at the end of testing, the basal history correctly reflected 1.0 unit per hour and the total daily dose history correctly reflected 24.0 units. No errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).